Manufacturer narrative:
(B)(4). The carefusion technical support specialist in conjunction with the user facility biomed determined that the most likely cause of the reported event was a malfunctioning epm pcba. The user facility was shipped a replacement epm pcba to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the user facility for the return of the alleged faulty emp pcba for evaluation. As of may 27, 2015 the epm pcba has not been received.

Event description:
The user facility biomed reported that when using a wye flow sensor the device's flow reading was minus 40 cmh20.